Manufacturer narrative:
The n-550 unit was received into nellcor puritan bennett. Initial evaluation of the unit determined that there is an audio tone; however, the tone is degraded. Nellcor puritan bennet continues to investigate this unit. A follow-up report will be filed.

Event description:
Nellcor puritan bennett received a report from a respiratory therapist of a n-550 unit that stopped having an audible alarm while being used on a ventilated patient. The patient is in pediatrics subacute skilled nursing facility. The therapist states that the patient is okay.